Manufacturer narrative:
Siemens evaluated the submitted reagent which showed no obvious signs of damage or degradation and the patient's urine samples which were shipped under cold packs. Siemens tested both samples on the clinitek status+ instrument and a siemens clinical chemistry system. A summary of the results are below: sample #1: based on input from the customer, is the sample in question. Siemens indicates the results are negative/indeterminate. Sample #2: based on input from the customer, indicates it is from the same patient but taken at an unknown time. Siemens indicates the results are positive. Siemens was unable to reproduce the false negative results as indicated by the customer. The root cause for the discordant results is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The patient sample and the reagent have been requested for investigation. The cause of the event is unknown.

Event description:
The customer reported a (B)(6) result on the clinitest status+ compared to a home test and a non-siemens quantitative blood test. There was no injury reported due to this event.